Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation revealed that all keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under the keypad button contacts. There was no evidence that the keypad rubber was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.